Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The patient's weight is unknown.

Event description:
It was reported the patient began to experience pain near their pocket site. X-rays were taken and revealed ipg migration. As a result, the patient may undergo surgical intervention.

Event description:
Additional information gathered via follow-up revealed the pain near the patient's pocket site resolved by itself over time. In turn, the patient will not undergo surgical intervention.